Event description:
Open colorectal anastomosis was performed with the colonring device due to diverticular disease. On pod 6, the pt experience aspiration and consecutive bilateral pneumonia and respiratory failure. On pod 7, the pt had multi organ failure that later resulted in death. Autopsy was performed on (B)(6) 2010 with no evidence of anastomotic leakage or device related problem.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. The pt suffered from multiple medical conditions, advanced age as well as a post operative aspiration which led to bilateral pneumonia resulting in multi-organ failure and death. The autopsy performed on (B)(6) 2010 was correlative with multi organ failure. The anastomosis was found to be intact. Both the surgeon and an independent quality and safety monitoring committee concluded that the death is not related to the colonring device.